Event description:
It was reported via social media that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reported that the cgm was reading 147 mg/dl when her bg meter reading was 100 mg/dl. However, the patient¿s tandem insulin pump dosed the patient based on the cgm value of 147 mg/dl. This caused the patient¿s bg meter reading to drop below 40 mg/dl. The patient then suffered a seizure. There was no medication or treatment information or further event information provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.